Manufacturer narrative:
The customer reported that around 9:15 am there may have been an spo2 related alarm that did not alert the user on the low limit side. Customer states that the limits may not have been set properly, but wanted to open an investigation to know for sure. No harm or injury was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that around 9:15 am there may have been an spo2 related alarm that did not alert the user on the low limit side.